Manufacturer narrative:
Concomitant medical products : 4194-78 lead, implanted: (B)(6) 2010; evolutr-26-us transcatheter valve, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the device was indicating remote transmissions were being sent to the clinic, however the clinic was not receiving them. It was determined that the implant detect feature was still set to on, after the device implant procedure about four months earlier. Follow-up with the device clinic revealed the patient had not been seen in the clinic, but the nurse would schedule the patient for device trouble-shooting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.